Event description:
The patient reported blood glucose results of "33, 62, 68, 64, 60, 44, 45, 37, and 169 mg/dl" with the lifescan meter and "326, 124, 94, 72,157,155, 249, and 376 mg/dl" on a continuous glucose monitoring (cgm) system. The issue was not resolved with troubleshooting. There were no allegations of harm or injury. Replacement products were sent to the patient.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report; 510 (k) is k073231.